Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Adverse event report is being submitted due to symptoms related to diabetes - lightheaded and dizzy. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacy representative called on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer reported symptoms of lightheaded and dizzy. The customer performed blood test his true metrix meter gave him a normal reading but the customer was feeling lightheaded and dizzy. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. Pharmacist stated that the customer checked his blood sugar again with a competitor's meter and the result was 38 mg/dl. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.